Event description:
An (B)(6) pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The devices were placed w/o difficulty; however, the completion angiogram revealed a leak. The physician repeated the balloon molding. Angiogram still revealed a leak; however, the leak slowed somewhat. The physician performed various obliques/ angles to determine exact location. A strong appearance of tear/hole was present around the flow divider. Physician wanted to convert the pt to aorto-uni iliac as he had a previous pt (1820334-2010-00516) with the same situation. The procedure was continued with placement of a zenith ancillary component and zenith plug across femoral. The pt rec'd add'l devices due to a tear in the zenith main body. Pt's current status is unk.

Manufacturer narrative:
Type iii endoleaks are addressed in the IFU. Event eval: still under investigation at this time.